Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient with an implantable pump. It was reported that the catheter was blocked. Actions/interventions taken included the operation being terminated. The issue was resolved at the time of the report. The catheter was never implanted. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient did not implant a pump and the surgery was terminated. It was unknown if the patient experienced any symptoms related to the event. Due to the discovery of the catheter blockage during the operation, the surgery was not continued.